Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the ablation phase, steam pop occurred in the left atrium (la) and the patient¿s blood pressure dropped. Cardiac tamponade and cardiac arrest were confirmed. CPR was initiated and pericardiocentesis was performed to remove 1500 cc of fluid from the pericardium. The patient was reported to be in stable condition. The procedure was then continued with flutter ablation in the right atrium. An irrigated catheter was used with a flow setting of 2cc and 15cc. The physician was ablating at 50 watts when the steam pop occurred. The patient remained an extra night for observation purposes. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related as the ablation was applied at 50 watts for longer than normal. Steam pop has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. No error messages were observed on any biosense webster inc. Equipment during the procedure. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 1.5mm 3sec, 65% 5g, 2mm tag. No additional filter was used with the visitag module. The color option used prospectively was time.